Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump was not recognizing the cartridge. There was unknown patient involvement and unknown patient harm/adverse event reported.

Manufacturer narrative:
D3 - mfg establishment name and address: corrected. D4 - primary UDI number: updated. D9 - date returned to mfg: 12/5/2024. H4 - device mfg date: updated. H3 and h6 codes - updated. The device was returned for repair. The device was visually and functionally tested. The reported malfunction was confirmed but root cause was not established. The device was repaired and returned to the customer.